Event description:
The customer reported that they have had a few smartsites leaking on pts. They were unable to detail every incident but all were reported as the same. The pts' had just been cannulated and the cannulas were being flushed with (B)(4) it was at this point that the users noticed the smartsite leaking from where it connects to the cannula. Initially a couple of pts were re-cannulated and a different smartsite connector was used from a different batch there was no leak. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No medical intervention was required. No additional pt or event information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event, will not be returned as it was not available. No failure investigation could be performed.